Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Risk manager reported the following event : "during a procedure for implantation of an s2 nail, left femur, the reamer shaft fractured into the patient during the first reaming. Another shaft was used which fractured out of the patient, and to finish the procedure, a third shaft was used which was close to breakage."

Manufacturer narrative:
The evaluation revealed both returned reamer shafts to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Regarding broken spiral of reamer shaft with lot code k0bd381: the spiral broke near the adapter; it is very likely that this breakage happened outside the patient. The breakage surfaces and outer spiral deformation indicate that the spiral broke in a forced brittle fracture due to a torsional overload. Most likely the reamer shaft was drilled in counter-clockwise mode in combination with bending forces; the outer spiral got unwinded and the inner spiral got constricted; finally the spiral broke. A third reamer was complained; it broke inside the patient according to the event description. Due to the found damages of both returned reamer shafts it can be assumed that the third reamer was not provided for investigation. The IFU contains that the reamer shafts shall be operated carefully to avoid damages; furthermore drilling in counter-clockwise direction and drilling without a guide wire is not allowed. Because no material, design or manufacturing related issues were found a manufacturer related issue can be excluded; the case is attributed to a misuse by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
Risk manager reported the following event : "during a procedure for implantation of an s2 nail, left femur, the reamer shaft fractured into the patient during the first reaming. Another shaft was used which fractured out of the patient, and to finish the procedure, a third shaft was used which was close to breakage."